Manufacturer narrative:
Submit date: 09/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports that when pulling over onto the handle, the glove tears apart. No patient present. The customer further stated that the lite glove was too tight when placing on the handle and then split as a result. The split was found when placing on the handle during setup and a new glove was placed. A medtronic handle was being used with the lite glove.